Event description:
It was reported that during the implant procedure noise detected on egm and one of shocks delivered only 0.3j when supposed to deliver 30j. Additional information received reported lead malfunction due to induction difficulty with high threshold, low impedance, and oversensing. The atrial lead was reported to have noise. The 6943 lead was reported to be capped/not usable. Further investigation reported the lead was capped and replaced due to high impedance of greater than 200 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data. Lead 6947 with device (B) (4) was not returned for review analysis.